Manufacturer narrative:
The pacemaker was implanted for 131 months. Upon receipt, the pacemaker was visually inspected revealing burn marks on the pacemaker housing most likely resulting from a surgery tool used during the surgery. The pacemaker was subjected to an electrical incoming inspection. The pacemaker was neither interrogatable nor was any antibradycardia therapy present, confirming the clinical observation. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted but not defective. Next, the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the antibradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service were not determinable. However, the amount of charge taken from the battery was verified. After an implantation duration of 131 months, the battery condition was anticipated. In summary, the battery of the pacemaker was found to be fully depleted. The electronic module was attached to an external power supply and the device was proved to be within specification. In particular the current consumption was normal. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.

Event description:
Device explanted due to eos and being unable to interrogate. No adverse patient events reported. Should additional information become available, it will be added to this file.